Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a rattling noise was evident when purging the extracorporeal membrane oxygenation (ECMO) circuit. The console was turned off, back on, repositioned the centrifugal pump on the motor, but the noise continued. The rpm was increased, and the noise disappeared, the console and motor worked without any problem. The event was not related to the patient because the circuit was being primed. They had not yet started the patient on ECMO therapy. The equipment would be monitored and both motors would be checked. If the noise occurred again, the motor would be removed.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: review of the submitted video confirmed the reported noise; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted video confirmed a rattle/grinding sound that appeared to come from the operating pump and motor. The centrimag pump, lot number: l08181-la2, was not returned for evaluation. The relevant sections of the device history records for lot number: l08181-la2 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU), rev. C, is currently available. The IFU contains the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.